Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left upper arm artery. After a non-bsc guide wire was advanced to the lesion, a 7.0mmx40mmx40cm (4f) sterling¿ balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 3 atmospheres. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient.

Manufacturer narrative:
(B)(4).